Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange on 15jan2026 was unable to be confirmed. No log files from the exchanged controller were submitted for review. Attempts were made to obtain additional event information, including the serial number of the exchanged controller and the reason for the exchange, but no response was received. The root cause for the reported event was unable to be determined. The device history records unable to be reviewed due to the serial number of the controller being unknown. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 2 of the patient handbook ¿how your heart pump works¿ explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and the IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged on (B)(6) 2026.